Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The patient stated on (B)(6) 2019 she thought she was having a stroke and went to the hospital. They took blood and did a cat scan. The caller was difficult to understand but she said she called her health care professional (hcp) and was waiting for a call back.